Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Not available - implanted . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the procedure, the surgeon wanted to take off a screw because he thought that the plate was not at the right location and it was impossible to take it off. It is unknown if surgery was delayed due to the reported event, the procedure was successfully completed. This report is for one (1) 4.5mm cortex screw self-tapping 24mm. This report is 6 of 8 for (B)(4).